Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: patient underwent a left knee replacement. Attune implants were placed with depuy cement x2. The patella was resurfaced. No intra-operative complications were noted. On (B)(6) 2019: patient underwent a left knee revision. Tibial loosening was noted with varus collapse. No cement was adherent to the back of the tray. There was significant medial bone loss and lysis noted. Leg length discrepancy was noted from the varus collapse. Competitor products were placed at revision. Doi: (B)(6) 2016; dor: (B)(6) 2019 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a device history record (DHR) review was conducted as part of (B)(4) investigation. The DHR review revealed (B)(4) were released for distribution and one unrelated non-conformance on this lot was found. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.